Event description:
It was reported while using bd plastipak¿ syringes the plunger movement was difficult and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: additional information extracted from the pdf provided by the customer: description of the facts: for some time we have had problems with leaks in our multilines due to a pressure problem. However, I have been informed that the 10ml bd plastipak syringes, lot 2301020, have a higher resistance. The plunger is more difficult to manipulate and there is often medication left in the syringe while the syringe pump sounds pressure (500 mmhg). Consequences observed: existence of a remaining volume at the end of administration and leakage of tubing (increase in pressure) and loss of time. We have had several reports from service concerning this replacement reference describing a greater resistance to the thrust of the piston. This causes problems especially when using electric syringe pumps (need to increase the pressure exerted and problems of leakage at the point of the valves of the connected tubing and existence of a residual volume at the end of the use of the syringe pump).

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: investigation summary: one sample received for investigation. Upon visual evaluation, no defects or issue observed. Further testing was performed, break out force, sustaining force and silicone content tests are performed, results are within specification limits. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a direct issue, it is likely this incident occurred due to uneven distribution of the silicone inside the barrel.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes the plunger movement was difficult and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: additional information extracted from the pdf provided by the customer: description of the facts: for some time we have had problems with leaks in our multilines due to a pressure problem. However, I have been informed that the 10ml bd plastipak syringes, lot 2301020, have a higher resistance. The plunger is more difficult to manipulate and there is often medication left in the syringe while the syringe pump sounds pressure (500 mmhg). Consequences observed: existence of a remaining volume at the end of administration and leakage of tubing (increase in pressure) and loss of time we have had several reports from service concerning this replacement reference describing a greater resistance to the thrust of the piston. This causes problems especially when using electric syringe pumps (need to increase the pressure exerted and problems of leakage at the point of the valves of the connected tubing and existence of a residual volume at the end of the use of the syringe pump).